Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs professional meter with serial number (B)(4) compared to an unknown laboratory method. The patient was initially tested on the meter at 1:06 p.m. With a result of 7.7 inr. Due to the high result, the patient was tested again on the meter using a different finger and the result "minutes apart" was 7.7 inr. The patient was drawn for the laboratory at 2:40 p.m. And the result was 4.5 inr. The patient's warfarin dose was held based on the laboratory result. The patient's therapeutic range is 2.5 - 3.5 inr.